Event description:
A healthcare professional called on behalf of a (B) (6) customer. The customer's blood glucose was tested using his contour meter and a lab test. The contour read 4.3 mmol/l (77 mg/dl), while the lab test gave a reading of 2.2 mmol/l (40 mg/dl). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The caller did not allege that the customer experienced any adverse events. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.